Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine, baclofen, and dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the caller, an emergency room (ER) physician, stated that the patient was in their emergency room with decreased loc and they thought that they were overdosed. The caller stated that they had given the patient narcan and the patient had responded to that. The caller was wondering how to stop the pump. The caller did not have a clinician tablet. The manufacturer's technical services specialist (tss) discussed contacting the managing physician, contacting a pain clinic associated with the hospital, the emergency empty reservoir procedure, and paging a local manufacturer representative (rep). A physician called in the next day and stated that the patient came in on a full-blown overdose and patient was on a constant narcan drip. The caller stated that they had been placing a magnet on the pump on and off. The caller requested a local rep to figure out what was going on with the pump. The caller stated that the medication is bupivacaine, baclofen, and dilaudid. The caller stated that they reached out for a local rep yesterday, but they have not heard back. Tss transferred the caller to the national answering service.